Manufacturer narrative:
Analysis confirmed the customer comment that the output connectors were damaged and it was additionally noted that the display was missing the column on the right side of the lower screen. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's connector did not stay "on" and the atrial and ventricular cables were unable to be attached. The generator was returned for service. No patient complications have been reported as a result of this event.